Event description:
Tsr states that the account has beds that are having a problem with siderails not latching. Tsr installed the latch kit, on each siderail to resolve the problem with the siderails not latching.